Manufacturer narrative:
: This event was reported by the dealer. The physician present for this case was: (B)(6). (B)(4). The returned trapezoid rx basket was analyzed, and a visual evaluation noted that the working length had several kinks. The side car rx was pushed back .7mm, which is out of specification. A functional inspection noted resistance when the handle was actuated. Water was flushed through the injection port and waste from the procedure came out. After flushing, the handle was actuated with decreased resistance noted; however, it could not open the basket. The device was disassembled and it was found that the cannula was detached from the basket. The cannula end and the beginning of the basket presented waste from procedure. No other issues were noted. The reported event was confirmed. Based on all available information, the observed kinks on the working length may be related to user manipulation, technique applied during procedure, and/or tortuous anatomy. Since flushing showed that waste from the procedure came out decreasing the resistance and was found on the cannula and basket, it was determined that the waste plus the kinks on the working length caused resistance while actuating the device. This led the user to apply an extra force to actuate the handle and detach the cannula from the basket. This resulted in the basket being unable to open. The movement of the coil assembly was not smooth due to resistance and pushing back the side car. Therefore, the most probable root cause for the reported failure and the failures found in the investigation is adverse event related to procedure. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution.

Event description:
It was reported to boston scientific corporation that a trapezoid rx basket was used in the biliary tract during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2021. During the procedure, the basket could not be opened properly. The basket was pulled out and another trapezoid rx basket was used to complete the procedure. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. Investigation results revealed the handle cannula detached and the side car tunnel was pushed back out of specification; therefore, this is now an MDR reportable event.